Event description:
It was reported that the device was found to be in back up vvi mode while still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4). The reported field event of backup vvi was confirmed in the laboratory and was due to parity errors. The reset was reproduced during temperature chamber testing. The cause of the parity errors was exposure to cold temperatures.